Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was administered intraperitoneally with unspecified antibiotics at an unspecified dose and frequency for peritonitis. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.